Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspection was performed on the returned device. The resistance with the introducer sheath was confirmed. A cause for the initial resistance causing the devices to become stuck together could not be determined. The damage noted to the absolute pro likely occurred due to the resistance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a cause for the reported resistance with the introducer sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an absolute pro stent delivery system (sds) advanced a non-abbott sheath. The sds was unable to move forward or backwards in the sheath. The physician felt the device stuck in the sheath. During removal attempt, resistance was again met with the sheath. The sds and non-abbott sheath were removed as a single unit. Another sheath was placed and a non-abbott device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this device issue. The device returned with a broken stabilizer: the distal end of the stabilizer was pulled out from the distal end of the strain relief tubing. The distal end of the stabilizer was located over the distal outer sheath 4.7cm proximal to the tip.